Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube, vibrator and keypad assembly, as well as a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, insulin pump was vibrating and had a blank display screen. Customer's blood glucose was 146 mg/dl. Customer was advised that insulin pump would need to be replaced.